Event description:
Event description guidant received information that a patient (with complete heart block) presented with syncopal episodes, intermittent capture with the right ventricular (rv) pace/sense lead and increasing pacing thresholds. The left ventricular (lv) pace/sense lead had dislodged (confirmed by x-ray). Lead revision was performed. The pace/sense portion of the model 0158 rv lead was replaced with a new pace/sense lead model 4471. Noise was then observed on the ventricular channel resulting in intermittent pacing inhibition. Noise was reproducible with coughing and deep breathing.